Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised they could continue using the pump and to report if the issue happens again.